Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose result of 180 mg/dl, professional advantage system result of 100 mg/dl within 10 minutes. No adverse event was reported. The caller provided no information for the return and replacement of the meter and strips.